Event description:
The product support manager reported that the ICU nurse tried to give a bolus to the posiflow and ns squirted out of the line. She did not have any further details and does not know the location of the leak or whether the bolus referred to an IV push via syringe or a volume of fluid infused via the pump. There was no patient harm reported and no medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.